Event description:
Information was received that a right ventricular (rv) lead integrity alert was triggered due to short interval counts. Review of the remote transmission revealed non-physiologic electrogram noise. A lead fracture was suspected. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that the right ventricular (rv) lead had previously been capped and replaced and has now been explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).